Manufacturer narrative:
The device was retuned in a condition that makes functional analysis impossible. Additional information was requested, but not provided. Review of the device history records found no anomalies, the lot (qty. (B)(4), released to stock aug 2020) was manufactured to specification. The instructions-for-use (IFU) identify contraindications associated with laparoscopic and open surgical procedures relative to mesh fixation apply, including but not limited to fixation of bone and cartilage. The cause of the reported broken fasteners in use cannot be determined at this time and no conclusions can be made. To date, this is the only reported complaint for this manufacturing lot. Addendum: h.11 this is an addendum to the initial MDR submitted. Based on additional information provided there has been clarification of the actual event that occurred. As such, this supplemental MDR is submitted to document this information. Corrected fields: b5 (event description), h6 (imdrf annex a, annex g). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd h3 other text : sample evaluated.

Event description:
As reported, during unknown procedure on (B)(6) 2021, the bard/davol permafix fixation device deployed half a piece of fastener (broken fastener) each time. There was no reported patient injury. Addendum per additional information: as reported, during a general surgery procedure, the surgeon attempted to deploy the first fastener of the permafix device by pulling the handle and no fastener was released from the device. As reported, the device was not used on the patient. It was reported that another permafix fixation device was used to complete the procedure.

Manufacturer narrative:
The device was retuned in a condition that makes functional analysis impossible. Additional information was requested, but not provided. Review of the device history records found no anomalies, the lot (qty. 415, released to stock aug 2020) was manufactured to specification. The instructions-for-use (IFU) identify contraindications associated with laparoscopic and open surgical procedures relative to mesh fixation apply, including but not limited to fixation of bone and cartilage. The cause of the reported broken fasteners in use cannot be determined at this time and no conclusions can be made. To date, this is the only reported complaint for this manufacturing lot.

Event description:
As reported, during unknown procedure on (B)(6) 2021, the bard/davol permafix fixation device deployed half a piece of fastener (broken fastener) each time. There was no reported patient injury.